Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer heard a loud clicking noise in the pump during the fill tubing step. There was no reported malfunction message on the pump. The customer's blood glucose (bg) level was 45 mg/dl and when a correction was made, the bg level spiked to 290 mg/dl. The bg level has since leveled out to the target range.